Event description:
Boston scientific received information stating: lv lead loss of capture. Corrective action: programming change;. Hospital:(B)(6). Date (B)(6) 2010 implant date: not stated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).